Event description:
Citation: l d orozco, et al. Transarterial balloon assisted onyx embolization of pericallosal arterovenous malformations. J neurointerv surg. 2013 jul;5(4):e18. Doi: 10.1136/neurintsurg-2012-010388. Epub 2012 jun 22. The following report was captured through review of literature: a patient underwent first stage embolization with onyx to the left middle meningeal artery and left pericallosal arteries. Seven weeks after the first embolization, access was obtained in the right common femoral artery with a 6 french shuttle sheath and advanced to the distal left internal cerebral artery. A scepter 4-15 mm balloon catheter was introduced into the left pericallosal artery, and a marathon microcatheter was navigated into a distal pericallosal arterial feeder. Selective hand injection of this feeder under balloon occlusion demonstrated exclusive supply to the arteriovenous malformations (avm), with no evidence of normal parenchymal branches. With the balloon inflated, a total of 1.25 ml of onyx-34 were delivered to the malformation with adequate penetration. Using the same balloon assisted technique (bat), a second pericallosal branch was used to deliver 2.4 ml of onyx-34 with adequate penetration. Multiple attempts to remove the marathon microcatheter failed. At this point, cerebral angiography demonstrated significant vasospasm of the a1 segment of the left anterior cerebral artery (aca). Intra-arterial nicardipine 2 ml was administered through the shuttle sheath and the scepter balloon catheter was withdrawn to the spastic segment. Angioplasty was performed at the a1 segment and supraclinoid carotid artery with improvement of the vasospasm. This allowed for removal of the marathon and scepter balloon catheters. Post-embolization arteriography demonstrated complete angiographic obliteration of the left aca component of the avm. Two days after the second embolization, the patient was discharged in a stable neurological condition.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22730338. This report was created to capture the complications related to the onyx. The onyx was not returned for analysis; therefore, the event cause could not be determined. An event occurred in the patient during the procedure and its cause was unknown. The lot history record review was not possible since the lot numbers were not reported. Information received from the same article as MFR: 2029214-2015-00484. (B)(4).